Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on (B)(4) 2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
Customer complaints of e-5 error messages. The customer's wife states she is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. Customer's wife verified that she is storing the meter and test strips in the kitchen, informed the customer on the recommended storage by the manufacturer. The customer's wife verified her husband use the proper testing technique.